Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the implantable pulse generator (ipg) exhibited premature battery depletion and the right ventricular (rv) lead exhibited high thresholds. It was also reported that during the ipg replacement procedure, insulation repair of the atrial bifurcated segment of the rv lead,  most proximal to the header block was required. The ipg was explanted and replaced. The rv lead was repaired and remain in use. No patient complications have been reported as a result of this event.